Event description:
It was reported that during a new patient implant surgery, high impedance was found. It was reported that the surgeon had properly irrigated the nerve during the surgery and that the lead pin was reinserted but the high impedance persisted. The coils were removed from the lead and cut additional space of the nerve after which the coils were placed back on the nerve which did not resolve the high impedance. Generator diagnostics with the test resistor in the generator were within normal limits. The lead was then replaced with another lead of the same model and lead impedance was within normal limits. A review of device history records for both the generator and lead shows that no unresolved non-conformances were found. The devices met all specifications for release prior to distribution. The lead has been received by the manufacturer. Analysis is underway but has not been completed to date. No additional or relevant information has been received to date.

Event description:
Analysis was completed on the returned lead. Two sets of setscrew marks were seen on the connector pin at the end tip suggesting that the lead connector was not inserted completely at least once. The location of the scratches from the canted spring noted on the connector ring suggests that the lead connector was inserted completely at least once. However, the exact point in time of when this occurred is unknown. The lead connector was inserted in a representative pulse generator header and no anomalies that could prevent proper insertion were identified. Other than the above mentioned observations and typical wear and explant related observations, no anomalies were identified in the returned lead assembly. No additional or relevant information has been received to date.